Event description:
An implantable cardiac defibrillator (ICD) system was returned from the (B)(6) medical examiner with no information. Information identified in the paperwork indicated the patient died less than one year post implant of the ICD. A cause of death is not known.

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Product ID: d224drg, (B)(6) implanted: 2009. Product ID: 6945-65, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: a proximal portion was received measuring 22.5 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.